Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal device. The following information was provided by the user facility: while prepping the angio-seal closure device, the locking mechanism malfunctioned; another angio-seal device with a different lot number was opened and performed as designed; and hemostasis was achieved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. A 6fr hemostatic sheath and arteriotomy locator were returned for evaluation. Additionally, the angioseal vip device was returned in the unopened polyfoil pouch. The returned components were then subjected to visual analysis where it was noted that the hemostatic sheath and the arteriotomy locator. There were no gross visual anomalies noted when the two devices were properly mated. To further analyze the devices, the hemostatic sheath and arteriotomy locator were disconnected and the hub of the arteriotomy locator was analyzed under microscopy. There was noted flash at the hub/ tubing junction of the arteriotomy locator. The flash was measured and confirmed to meet manufacturer specification. The hemostatic sheath was then analyzed for any anomalies. No anomalies were found. Functional testing was conducted. The arteriotomy locator was then inserted in the hemostatic sheath. When the two components were completely mated, a tactile and audible click was felt and heard, respectively. There was also noted resistance to dislodging the arteriotomy locator. The blood inlet holes were also properly aligned. The easy dislodgement of the arteriotomy locator could not be confirmed based on the returned sample. Both an audible and tactile click were experienced when the components were properly mated. The complaint was unable to be confirmed. No conclusion could be drawn as to the cause of the insertion difficulties the user reported. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.